Event description:
The user received a questionable testosterone generation 2 result for one patient sample. The initial result was 2.56 ng/ml. The user sent the sample to another laboratory who works with chemiluminescence (immulite) and the result was 0.66 ng/ml. The sample was then measured by radioimmunoassay and the result was 0.22 ng/ml. The user processed a second sample for the same patient and the results were almost the same. No specific data was provided for this sample. No information was provided to determine if the erroneous result as reported outside the laboratory or if the patient was adversely affected. The lot number and expiration date of the testosterone reagent were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The investigation was not able to determine a specific root cause as the patient sample was not available for further testing and no further data was provided. No information concerning if the patient was adversely affected was available.